Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver (part number stk-rf-001/serial number (B)(4)/lot number 5220789) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined. It is unknown if the returned device is the complaint device.